Event description:
Sales rep reports that when the the surgeon was replacing and final tightening, the mountaineer plate's right sided occipital fixation point to a rod, the mountaineer set screw "stripped", partially shearing off the thread on the set screw as well as the entire outer thread on the mountaineer occipital plate¿s right side innie yoke component. Reports surgeon had to remove the plate and replace it with a new one. The difficulty resulted in a thirty five minute delay to the procedure with no adverse consequences to the patient. See mfg medwatch report no. 1526439-2014-11387 for the mountaineer set screw that was involved in this event.

Manufacturer narrative:
Visual verification noted that there were various scratches on the product surface. Additionally, it was noted that one of the two innie yoke¿s threads had been torn. A review of the device history record for the mountaineer occipital plate, medium found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer occipital plate, medium was conducted on the product family as the difference in width does not have any effect on the occipital plate tab height when bending the plate as the height does not change; therefore, this height is indicative of the product family. It was noted that there were no reported complaints other than this one associated with the occipital innie yoke threads becoming torn. In this complaint there was no reported harm to the patient but potential harm may exist if the fault were to recur. The root cause of the occipital innie yoke threads becoming torn cannot positively be determined. However, one possible cause is if the inner set screw was not appropriately seated on the innie yoke upon insertion causing the threads on the innie yoke to become cross threaded and as a result becoming torn. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.